Event description:
The physician noticed tiny flakes of metal in the pt's bladder during procedure. The pt's bladder was flushed out, and all the metal shavings were retrieved. The physician switched lithotriptors and completed the procedure. There was no allegation of pt harm.